Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that the patient had "defective device;" caller states that since implant, the device has been "defective." Caller stated that about a year or so back they received a call and that person states that they have a "not working unit and it was defective." Caller stated that they are now in the process of getting the device removed. No further complications were reported.